Event description:
This report relates to the titanium adapter. A physician reported to baxter that the patient connector( transfer set) was not connected with the titanium adapter well when the customer changed the transfer set. The customer noticed that there was gap (3mm) between each connector. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.